Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had filled the cartridge with 100 units of insulin. Customer successfully cleared the notification after adding additional insulin into the cartridge. Additionally, a temperature alarm occurred while the customer was sleeping in the car with the air conditioning off with a temperature of over 90 degrees (fahrenheit). The customer put the pump in a cold lunch box to resolve the issue. Customer's blood glucose level ranged from 169-190 mg/dl.